Event description:
On 20-jan-2026, a sales representative reported that an ar-1588tb-1 tightrope abs button snapped in half while cycling the knee during an arthroscopic acl reconstruction. The broken piece was removed from the patient without issue, and another button was used to complete the procedure. No patient harm was reported. Additional information was received on 23-jan-2026: the button was fully seated within the tightrope loop before the break occurred. Another ar-1588tb-1 device was used to complete the procedure. The surgery was not delayed, no additional anesthesia was administered, and no adverse patient effects were reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.